Event description:
It was reported that a failure occurred on a homechoice device. The specific failure was unknown. It is unknown at what step in peritoneal dialysis therapy this occurred. It is unknown if the home patient was connected. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. During the event history log review, a system error 2240 alarm was identified that would indicate the reported problem. Full functional testing, electrical safety testing, visual inspection, and simulated therapy were performed. The cause of the reported issue was determined to be the membrane gasket, which was replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.